Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staple broke and pieces fell into the patient's cavity. The surgeon retrieved the component and used a new instrument to complete the procedure. The hospital has reported no patient injury occurred.